Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. This pacemaker remains in service. No adverse patient effects or symptoms were reported.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. This pacemaker remains in service. No adverse patient effects or symptoms were reported. Additional information was received that an automatic review was performed for the clinic in which low p wave amplitude was observed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.